Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received unspecified high reading on the sensor, and experienced "strange pronunciation" and a loss of consciousness. Rescue service was called and upon their arrival, an unspecified reading was obtained on the hcp meter and customer was determined to have low blood sugar. Customer was treated with glucose infusion and apple juice. There was no report of death or permanent impairment associated with this event.